Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Aw-cylinder (tube) has foreign objects. Aw-tube has foreign objects. A root cause could not be identified. Based on the results of the investigation, it is likely that a short circuit in the circuit board unit caused the customer's allegation. Regarding the reportable events found during the device evaluation, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a scope communication error e226. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient involvement.